Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was confirmed through review of the event history log. Evaluation found the downstream sensor current reading with a loaded set to be above specification. The unit was reworked per baxter's service procedure.